Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced intermittent elevated blood glucose (bg) of 484-590 mg/dl with moderate ketones; cause was unknown. Reportedly, the customer has disconnected from the pump. Customer was instructed to contact tandem technical support when elevated bg is occurring so troubleshooting can be conducted and to consult with their healthcare provider. Tandem technical support made multiple follow up attempts with the customer to obtain additional information, however, no response received.